Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a precaution, the gpos, tros and gib were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.